Event description:
It was reported that approximately 18 months post implantation of two xience v stents in the circumflex artery, the patient died in their sleep. The death was possibly from very late stent thrombosis. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. There was no reported product deficiency. Death and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 3.0 x 23 mm xience v stent was deployed at 18 atmospheres, which is above the rated burst pressure, it should be noted that the xience v IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.